Event description:
The hospital reported that during preparation for an off pump procedure, it was observed that one of the suture tab holders was missing from one of the stabilizer blades. A replacement stabilizer was used to complete the procedure. No patient complications were reported by the hospital.